Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving non recoverable error. Nurse stated that there was no error number associated. They have already tried powering off and back on, but error returned. Mis explained outside of powering off and on there was no other trouble shooting that could be done on the floor. They do not have another device available to use. Noted they would need to find an alternate method for cooling. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to loose connections with the processor circuit card. It was stated that arctic sun device failed initial test, "echo channel". It was also stated that the tank gasket pulled off when removing tubing during servicing. It was noted that the 1/2 l shaped formed and double bend tube were found expanded during servicing. It was noted that the tank gasket and tank tubing were replaced.

Event description:
It was reported that the arctic sun device was giving non recoverable error. Nurse stated that there was no error number associated. They have already tried powering off and back on, but error returned. Mis explained outside of powering off and on there was no other trouble shooting that could be done on the floor. They do not have another device available to use. Noted they would need to find an alternate method for cooling. Per sample evaluation results received on 24apr2023, it was reported that the root cause of the reported issue was due to loose connections with the processor circuit card. It was stated that arctic sun device failed initial test, "echo channel". It was also stated that the tank gasket pulled off when removing tubing during servicing. It was noted that the 1/2 l shaped formed and double bend tube were found expanded during servicing. It was noted that the tank gasket and tank tubing were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed isolation circuit card. The arctic sun 5000 was evaluated upon receipt. The device failed initial test. Test isolation circuit card was in place to correct the failed test. Isolation circuit card was replaced. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.